Event description:
It was reported that this device could not be interrogated. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the received device data, as well as the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process which may be related to the clinical observation. Particularly, the final acceptance test proved the device functions to be as specified. The returned device data were analyzed thoroughly. The analysis revealed that the ipg switched into the safety backup mode as a result of invalid memory content detection. Based on the available data for analysis, the root cause for the invalid memory content is not determinable. However, external influences such as strong electromagnetic fields could be taken into consideration. By design, the ipg performs self-checks and is equipped with the ability to detect and repair invalid memory content. However, in case of multiple invalid memory areas, the device cannot correct the memory content and switches into the safety backup mode to ensure patient safety. While in this safety program, the ipg is capable to deliver anti?bradycardia therapies. Upon interrogation a device status error message appears to notify the user. Should additional relevant information become available, the investigation will be updated.